Manufacturer narrative:
Date of birth: 1966. (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-06502. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) occurred. In apr 2011, the patient presented with chest discomfort at rest radiating into the left arm and was diagnosed with unstable angina (braunwald classification-iib) and ischemia. The patient was referred for cardiac catheterization. The 1st target lesion was a de-novo bifurcated lesion located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 2.50x12mm promus element stent, with 0% residual stenosis following post-dilation. Incidentally post stent deployment, jailing was noted in the 2nd diagonal branch, which was treated with rewiring and kissing balloon angioplasty. The 2nd de-novo target lesion was located in the proximal left anterior descending artery (prox lad) with 60% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x32mm promus element stent overlapping the stent placed in the mid lad, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to aortic insufficiency and was hospitalized on the same day for elective heart surgery. Coronary angiography revealed stenosis in the mid lad. The site reported that since the patient was hospitalized in a different hospital, hence there was no information available on whether this was in-stent restenosis or not. As a treatment the patient underwent coronary artery bypass graft (CABG) with left internal thoracic artery (ita) to mid lad. During the same hospitalization, the patient had elevated cardiac enzymes indicating myocardial infarction. The patient did not experience ischemic symptoms. The event of myocardial infarction was considered resolved without residual effects. The event of aortic insufficiency was considered resolved with residual effects and the patient was discharged on aspirin.